Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to improper component placement, occlusion of device or native vessel, reoperation.

Event description:
On (B)(6) 2018, the patient underwent an endovascular repair of a thoracic artery aneurysm using a conformable gore® tag® thoracic endoprosthesis (tgu373715j/18180312). It was reported that the first the artificial blood vessel was implanted between right axillary artery (raa) and left axillary artery (laa) as bypass. Reportedly, during the conformable gore® tag® thoracic endoprosthesis deployment, the left common carotid artery (lcca) was unintentionally covered. Bypass to lcca was performed to restore the blood flow. The patient tolerated the procedure. No further information is available.